Event description:
Twenty eight mm cs device was implanted 2.5 years ago. Patient had an event 2 months ago. Upon examination no residual leak was observed. La mass was discovered approximately 2 cm x 2 cm. Three of the 4 legs appeared to be in good position, fourth leg was lifted up and hitting the wall of the atrium with each cardiac cycle.